Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/11/2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry suffered a bone fracture in the targeted shoulder. Two weeks after the surgery, the patient made a quick turn around and ended up fracturing the glenoid cavity of right scapula. This was confirmed via a CT scan on (B)(6) 2024. The patients pain began to improve as of on (B)(6) 2024. The patient reported decreased range of motion on (B)(6) 2024 and sharp pain on (B)(6) 2025. The patient underwent a revision surgery on (B)(6) 2025. This event was indicated as unrelated to the univers revers system implanted on (B)(6) 2024. Additional information received on 2/21/2025: during the revision surgery on (B)(6) 2024, an ar-9550-19rca univers revers ca humeral head, an ar-9501-04-135r univers revers stem, an ar-9503-3336-3 univers revers modular glenoid system humeral insert, an ar-9563-16 univers revers modular glenoid system peripheral screw, an ar-9563-24 univers revers modular glenoid system, peripheral screw, locking, an ar-9563-28 univers revers modular glenoid system, peripheral screw, locking, an ar-9564-2436 arthrex univers revers modular glenoid system glenosphere, an ar-9580-2420-2s univers revers modular glenoid system augmented base plate, and an ar-9582-20 modular post for augmented mgs baseplate were explanted.

Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.